Event description:
I-flow was first informed of this event in 11/2004, from a distributor. According to the report, "after one quarter of an hour the infusion begun, the pump (balloon) containing 5fu bursted that led to drug leakage onto the pt."